Event description:
The customer reported via phone call that she received a replacement insulin pump. Customer was in the process of changing the infusion set when she received a motor error alarm. Customer stated that she was priming the pump when the error occurred. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer was unable to exit the priming mode and to zero out the basal rates due to the error. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test and motor error alarm during basic occlusion test due to faulty force sensor resistor. However, the motor passed the motor test. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.